Event description:
It was reported that this pacemaker device exhibited noise on the right ventricular channel with some undersensing observed. A request was made for technical service (ts) consultant to review device data. Ts advised that the egm shows the patient with chronic atrial fibrillation and ventricular tachycardia. The noise appears to be due to episodes of myopotentials sensed by unipolar sensing. Ts provided recommendations for additional in clinic testing. The device remains implanted. No adverse patient effects where reported.

Manufacturer narrative:
If additional information is received, an supplemental report will be submitted.